Event description:
Dr. Indicated non-integration, tooth site # 26dr. Indicated non-integration, tooth site # 26.

Event description:
Dr. Indicated non-integration, tooth site # 26dr. Indicated non-integration, tooth site # 26.